Event description:
During follow-up, false automatic mode switch episodes due to noise were observed. The physician was unsure if the issue was due to the right atrial (ra) lead or the device header. The physician will explant and replace the ra lead to resolve the issue. The patient was in stable condition. Related to manufacturer report number: 2017865-2019-01289.

Event description:
Additional information received indicated the issue was resolved by explanting and replacing the right atrial (ra) lead and device.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection found external abrasion breaching the outer insulation proximal to suture sleeve tie impression. The cause of noise was due to external insulation abrasion which is consistent with friction to the device can.